Event description:
Customer reported, while the nurse processed the tracheal cuff ballooning test, she found the air leaked from the tracheal cuff. Customer confirmed that fault was identified during pretesting efforts. No patient involvement.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.